Manufacturer narrative:
Upon return, the device was interrogated and was found to have been delivering hydromorphone 10mg/ml at a dose of 4 mg per day, baclofen 2000 mcg/ml at 800 mcg per day and clonidine 700 mcg/ml at 279.99 mcg per day.

Manufacturer narrative:
(B)(4). Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to gear wheel three.

Event description:
Device was returned with no allegations of therapy or device issues. Indication for use was noted as failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
Device code and patient code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (2000 mcg/ml at 800 mcg/day), dilaudid (10 mg/ml at 4.0 mg/day), and clonidine (700 mcg/ml at 279.99 mcg/day) via an implantable infusion pump. It was noted the patient reported the error code for motor stall when attempting to activate their personal therapy manager (ptm). The patient presented to the clinic for a pre-operative visit and the pump was replaced same day. The patient experienced a loss of pain relief and increased pain. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was noted as resolved without sequelae on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
On the first supplemental regulatory report, the drug information's received date should correctly state 2016-jan-22. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.